Event description:
I received a new resmed (manufacturer) air sense 10 (model) CPAP on (B)(6) 2023 from adapthealth/aerocare (local provider). The strap was changed from my previous resmed air sense 10 and now has a grey buckle to adjust the strap tension. However, the grey buckle comes apart after less than 2 months and cannot be snapped back together, making a perfectly good strap completely useless. This has happened to me 4 times since I received the new CPAP and new strap with buckle. I had never had a resmed strap break on me ever in the previous 7 years of using the same CPAP. The straps always used to last much longer than the 6 month point that insurance allows them to be replaced, now the new buckled strap lasts less than two months and adapthealth/aerocare will not send me any more. All of my calls with adapthealth/aerocare have been recorded and I've repeatedly asked to ensure a consumer complaint is opened with resmed but they refuse to acknowledge any requirements to report complaints. I've called and e-mailed resmed and they do not answer their phone nor will they respond to my 2nd e-mail.